Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed kinks in the sheath located 27cm, 29.5cm, 31cm and 32.5cm from the tip, and the tip was damaged (delaminated). Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the access system kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was going well and the was positioned in the laa of the patient. The wds was inserted into the was. The closure device was then deployed in the laa of the patient, but the device did not meet release criteria and needed to be fully recaptured. As the device was being fully recaptured the was kinked. The closure device was successfully removed from the patient. A new was and wds were used to complete the procedure. There were no patient complications that were reported.

Event description:
It was reported that the access system kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was going well and the was positioned in the laa of the patient. The wds was inserted into the was. The closure device was then deployed in the laa of the patient, but the device did not meet release criteria and needed to be fully recaptured. As the device was being fully recaptured the was kinked. The closure device was successfully removed from the patient. A new was and wds were used to complete the procedure. There were no patient complications that were reported.